Event description:
The device was returned to the service center with a report from the customer contact that during preventative maintenance testing at the user facility, the device had a continuous air in line alarm on ch b. No additional info was provided. This is not a reportable malfunction. However, during verification testing at the service center, the device did not alarm when air was present in the tubing on channel b.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.